Event description:
It was reported to ge that a wheel from the pt support table for the MRI system broke, causing the table to tip. The MFR technologist was able to hold the table up until someone was able to put a box under that side of the table. User instructions direct that the table side rails are to be up during transport, which could prevent the pt from falling to the floor in the event of a wheel breaking while the trable is in transit. When not in transit, the table is attached to and supported by the magnet system. No injury was reported.